Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant"), perforation ("perforation of organs") and autoimmune disorder ("autoimmune disorder") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), rash ("skin rash"), scar ("excessive scar tissue"), alopecia ("hair loss") and pain ("pain"). The patient was treated with surgery (essure removal on (B)(6) 2018). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device dislocation, perforation, autoimmune disorder, rash, scar, alopecia and pain outcome was unknown. The reporter considered alopecia, autoimmune disorder, device dislocation, pain, perforation, rash and scar to be related to essure (ess205). Further company follow-up with the lawyer, lawyer or lawyer is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant"), perforation ("perforation of organs"), autoimmune disorder ("autoimmune disorder"), palpitations ("blood or heart disorder/condition type: heart palpitations"), breast cancer ("tumor/teratoma/cancer type: breast cancer") and uterine cancer ("tumor/teratoma/cancer type: uterine cancer/ tumor/teratoma/cancer-type: tumor found in uterous") in a 43-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included carpal tunnel release, sarcoma uterus and shingles. Previously administered products included for an unreported indication: sponge. Past adverse reactions to the above products included contraception with sponge. Concurrent conditions included back pain. Concomitant products included aciclovir (acyclovir akri), ascorbic acid since 2012, boron;calcium;colecalciferol;copper;magnesium;manganese;selenium;zinc (osteocare calcium magnesium vitamin d3) since 2012, clonazepam (klonopin) since 2014, colecalciferol (vitamin d3) since 2012, duloxetine hydrochloride (cymbalta) since 2014, gabapentin (gabapentine) from 2008 to 2010, hydrocortisone (hydrocodon hydrochlorid ksa) from 2007 to 2013, omeprazole (protonix) from 2014 to 2016, omeprazole magnesium (prilosec) from 2014 to 2016, oxycodone hydrochloride (oxycodon) from 2007 to 2013, pregabalin (lyrica) from 2010 to 2012, ranitidine hydrochloride (zantac) from 2016 to 2018 and tamoxifen. On (B)(6)2003, the patient had essure (ess205) inserted. On (B)(6)2003, the patient experienced drug hypersensitivity ("allergic or hypersensitivity reaction type: betadine") and dermatitis contact ("allergic or hypersensitivity reaction type:adhesives on bandages"). In (B)(6)2003, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2003, the patient experienced alopecia ("hair loss"), headache ("migraines / headaches: headaches"), migraine ("migraines / headaches: migraines") and nausea ("nausea"). In 2004, the patient experienced autoimmune disorder (seriousness criterion medically significant), rash ("skin rash"), mood swings ("hormonal changes describe: mood swings") and libido decreased ("less sexual desire"). In (B)(6)2004, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and post herpetic neuralgia ("neurological conditions or problems type: postherpetic neuralgia") and was found to have weight increased ("weight gain"). In (B)(6)2005, the patient experienced pain ("pain/ pain overall body pain-progressively gotten worse"). In (B)(6)2005, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (vaginal)"). In (B)(6)2005, the patient experienced fatigue ("fatigue"). In 2007, the patient experienced tooth fracture ("dental problems: cracking sensitivity in teeth"). In (B)(6)2007, the patient was found to have breast cancer (seriousness criterion medically significant) and uterine cancer (seriousness criterion medically significant). On (B)(6)2010, the patient experienced palpitations (seriousness criterion hospitalization). In (B)(6)2015, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criterion medically significant), scar ("excessive scar tissue"), gingival recession ("dental problems: tooth receding"), paraesthesia ("tingling down her body"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dyspepsia ("heartburn") and vision blurred ("vision/eye problems type: bluffy vision(blurry vision)"). The patient was treated with surgery (essure removal on (B)(6)2018/ oophorectomy (bilateral removal of ovaries)). Essure (ess205) was removed on (B)(6)2018. At the time of the report, the device dislocation, perforation, autoimmune disorder, rash, scar, alopecia, pain, vaginal haemorrhage, menorrhagia, drug hypersensitivity, dermatitis contact, female sexual dysfunction, palpitations, gingival recession, tooth fracture, dysmenorrhoea, mood swings, libido decreased, headache, migraine, nausea, post herpetic neuralgia, paraesthesia, dyspareunia, fatigue, gastrooesophageal reflux disease, dyspepsia, breast cancer, uterine cancer and vision blurred outcome was unknown and the weight increased had resolved. The reporter considered alopecia, autoimmune disorder, breast cancer, dermatitis contact, device dislocation, drug hypersensitivity, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, gingival recession, headache, libido decreased, menorrhagia, migraine, mood swings, nausea, pain, palpitations, paraesthesia, perforation, post herpetic neuralgia, rash, scar, tooth fracture, uterine cancer, vaginal haemorrhage, vision blurred and weight increased to be related to essure (ess205). The reporter commented: surgery details: surgery (other) type of surgery: pelvic/para-aortic lymphadenectomy, salpingectomy (bilateral removal of fallopian tubes), oophorectomy (bilateral removal of ovaries) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2003: bilateral tubal occlusion with essure implants.. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2019: plaintiff fact sheet received : new events abnormal bleeding (vaginal), abnormal bleeding (vaginal), allergic or hypersensitivity reaction type: adhesives on bandages, allergic or hypersensitivity reaction type: betadine, apareunia (inability to have sexual intercourse), blood or heart disorder/condition type: heart palpitations, dental problems: tooth receding, dental problems: cracking sensitivity in teeth, dysmenorrhea (cramping), hormonal changes describe: mood swings, less sexual desire, migraines / headaches: headaches, migraines / headaches: migraines, nausea, neurological conditions or problems type: postherpetic neuralgia, tingling down her body, dyspareunia (painful sexual intercourse), fatigue, gastrointestinal or digestive system condition type: acid reflux, heartburn, tumor/teratoma/cancer type: breast cancer, tumor/teratoma/cancer type: uterine cancer and vision/eye problems type: bluffy vision(blurry vision) were added. Reporter information updated. Patient details updated. Product details updated. Medical history updated. Concomitant and historical drugs were added. Event pain was updated to pain overall body pain-progressively gotten worse. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant"), perforation ("perforation of organs") and autoimmune disorder ("autoimmune disorder") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), rash ("skin rash"), scar ("excessive scar tissue"), alopecia ("hair loss") and pain ("pain"). The patient was treated with surgery (essure removal on (B)(6) 2018). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device dislocation, perforation, autoimmune disorder, rash, scar, alopecia and pain outcome was unknown. The reporter considered alopecia, autoimmune disorder, device dislocation, pain, perforation, rash and scar to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.